Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient who presented with decompensated heart failure. The patient had a complex medical history with implant of a medtronic freestyle aortic valve (no unique device identifiers provided) and mitral valve repair in 2009, a cardiac resynchronization therapy defibrillator implanted in 2010, and permanent atrial fibrillation since 2015. An echocardiogram demonstrated severe aortic stenosis with transvalvular gradients of 70 mmhg and left ventricular ejection fraction of 18%. A right heart catheterization revealed a mean pulmonary hypertension of 41 mmhg with low cardiac output. Despite inotropic support and intravenous diuresis the patient decompensated further into cardiogenic shock and multi-organ failure. The patient was immediately placed on extracorporeal membrane oxygenation (ECMO) to improve organ function while transcatheter aortic valve implantation (tavi) was initiated. The physician/authors noted tavi was technically difficult due to a degenerated and heavily calcified freestyle valve and a low right coronary ostium. A medtronic 29-mm evolut pro bioprosthetic valve (no unique device identifiers provided) was successfully implanted valve-in-valve inside the freestyle; however, an infold of the valve frame was present likely due to external compression from bulky calcification at the level of the left ventricular outflow tract (lvot). A balloon dilatation expanded the valve frame however some recoil of the infold recurred. Per the physician/authors, a final aortogram ¿did not reveal any significant pvl¿ and transvalvular gradients were reduced to 15 mmhg. The patient was weaned ECMO five days later and discharged home 18 days after his tavi procedure. A 1-year follow up revealed a well-seated evolut pro valve with transvalvular gradient of 14 mmhg. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: panoulas et al. The role of mechanical circulatory support in patients with severe left ventricular impairment treated with transcatheter aortic valve implantation and percutaneous coronary intervention. Cardiovasc revasc med. 2021 jul;28s:169-175. Doi: 10.1016/j.carrev.2021.03.020. Epub 2021 apr 6. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
January 5, 2022: additional information received from the physician/author stated that the pvl noted with the evolut pro valve was mild, and the patient weight was 80 kg. No additional information was provided.